Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a broken antenna. The photographic imaging inspection confirmed a broken antenna. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection revealed disturbed bond wires on the digital and analog chips. This device had broken antenna coil wires. A corrective action was implemented. In addition, there were multiple shorted wirebonds at the digital and analog chips, which prevented the device from achieving lock. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.